Manufacturer narrative:
Awaiting return of device to conduct investigation.

Event description:
The user reported the level sensor malfunctioning during the procedure: the level sensor failed to stop the pump although it had been activated. No adverse consequences occurred for the patient.